Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous direct bilirubin (d bili) results for 1 neonatal patient. It is not known if erroneous results were reported outside of the laboratory. The initial result was 5 mg/l. A new sample was obtained and the results were 54 mg/l, 54.7 mg/l and 54.8 mg/l. This sample was repeated using a different, unspecified technique and the result was 62 mg/l. No adverse event occurred. The customer declines any further investigation and does not want to provide any additional information. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The most likely root cause is that the initial result was performed out of a micro cup without defining the micro cup in the software first. This is also supported by the single value that the customer received. Reagent issues can be excluded since a different sample was repeated and was reproducible.